Event description:
Pump returned with a report of upstream occlusion problems and passing air through pump. Pump set to deliver 50ml of albumin at 10ml/hr using a glass bottle and a non vented set. No pt injury occurred.